Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor, and excessive no delivery alarm test. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
The customer reported via phone call that the pump had a motor error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 600 mg/dl. The customer states the on two different occasions the pump failed to deliver insulin. The customer treated for the high blood glucose with a manual injections and infusion set change. The customer blood glucose level at the time of the call was 69 mg/dl. The customer did not experiencing symptoms. The customer did not contact their healthcare professional and does have a backup plan; manual injections. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed and failed twice. A motor error alarm occurred during the high pressure test. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.